Manufacturer narrative:
Cage was returned with the setscrew jammed in the open position. The cage moves freely without issue. Significant force was applied but the setscrew remained frozen in place. No definitive conclusion can be made at this time. The setscrew is checked to ensure that it is properly retained and free moving prior to packaging. It cannot be determined if the setscrew may have been jammed during demonstration prior to the case or at point of use.

Event description:
After placing the x-mesh cage and taking a/p shot surgeon attempted to disengage the inserter, he was unable to engage the setscrew. After multiple attempts he tried to back off the tension on the inserter in hope of lining up the setscrew. This also did not work and they attached the posterior x-mesh inserter. He was then able to re-expand the cage and engage the setscrew. He then noted that a portion of a driver had been broken in the setscrew. The piece was removed with bone wax. After repositioning the cage and believing he had locked the cage in place. He removed the inserter and the cage collapsed. He removed the anterior cage and placed a posterior cage to complete the case. There was no adverse pt injury as a result of this situation.